Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter flushing and drawing back infusion were resistant. After remove it from patient. In vitro test, the same result as above. No patient injury reported. Patient status/intervention: change new one.